Event description:
Healthcare professional reported during injection with a syringe of juvederm voluma the "plunger completely disengaged." The physician "reinserted plunger and aspirated as usual," however the patient "had a vagovasal episode/syncope." After approximately 30 minutes the patient recovered but had "low bp, sweating, nausea." No noted intervention or treatment information was provided. It is not known if symptoms have resolved or are ongoing.

Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vasovagal episode, syncope, low blood pressure, and nausea are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.